Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 12/2021).

Event description:
It was reported that during preparation for an angioplasty procedure, the catheter shaft was allegedly kinked . It was further reported that another device was used to complete the procedure. There was no reported patient injury.

Event description:
It was reported that during preparation for an angioplasty procedure, the catheter shaft was allegedly kinked. It was further reported that another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one ultraverse rx pta dilatation catheter has returned for evaluation. On the visual evaluation of the device, the catheter appeared kink throughout the device, no specific anomalies noted. On the functional evaluation of the device the inner guide wire lumen was attempted to flush but it was unsuccessful, then the patency of the guide wire lumen was tested using an in-house guide wire, and it was able to be inserted, guide wire was then removed from the sample without issue. No other functional testing was performed. Therefore, the investigation has confirmed for the reported catheter kink as the device returned for evaluation was noted to have kink throughout the catheter and the inner guidewire lumen. A definitive root cause for the catheter kink could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: (expiry date: 12/2021). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.